Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6((investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and found communication errors #78, 79, and 80 were recorded in the logs. The fse reset the fault log and inspection was good based on the service manual. The logs indicated that fault codes 78, 79 and 80 occurred. Fault codes 78/79/80 generate a "iabp may require maintenance" message. As part of the software update, when codes 78/79/80 occurs, the system display resets. However, the unit does not stop pumping.

Manufacturer narrative:
Due to character limitation: event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had communication error #78, 79, and 80 . There was no harm to patient.